Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit not booting up.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, e3, h6(health clinical & impact).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit not booting up. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) has did not boot up and sounded the system failure tone. No patient involvement. A getinge field service engineer (fse) replaced executive processor board (d670-00-0770). Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use.the defective components were received for further investigation. This part was received with a reported unit failure message of unit will not boot up. Performed visual inspection of this part received and observed white residue on the exec. Processor board. Based in experience, this residue is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. This probably the cause of unit does not boot up. Please find attached images. Due to saline on board the fat dept, cannot be tested this board with test fixture. Retaining exec. Processor in the fat dept, as per procedure (B)(4) rev. Ap. The fat dept. Cannot be sending back this board to the supplier for further investigation due to saline damage.the non-conformances with the returned components were confirmed. However, the root cause is "impossible to define".